Event description:
Consumer called retailer stated that while he was using the dental floss which he bought (B)(6) 2020, his crown teeth was damaged. "The diameter was not thick that (B)(6) his teeth to caome out and for this he will go to the doctor tomorrow for the teeth to put back so he wants that the (B)(6) should pay for all the expenses for all the dental work" called consumer and he was still pending compensation after having gone to the dentist to have his crown repaired. He believes the floss was too thick. Sent him instructions and requested the product be sent back.